Event description:
It was reported that during preparation of the emboshield nav6, the filtration element met resistance while being loaded into the delivery catheter pod and the tip kinked the physician applied force to pull the bare wire causing the delivery catheter to break in two pieces. At the kink. Therefore, this device was not used. Another emboshield nav6 was used to complete the procedure. There was no patient involvement, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulty to insert was unable to be confirmed due to the condition of the returned delivery catheter. The damage/separation to the delivery catheter pod was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage and separation to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.